Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. An engineering level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion. This event will be updated if any additional information becomes available.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was part of the shortened replacement window advisory, originally communicated (B)(6), 2007, had a monitoring battery voltage of 2.65 v after 27 months of implant, a monitoring voltage of 2.59 v after 30 months of implant, and a monitoring voltage of 2.58 v after 33 months of implant.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. Subsequently, this device was explanted and returned to boston scientific for analysis. Analysis of the device is currently in progress. This event will be updated as additional information becomes available.